Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display had a black vertical line visible. Blood glucose was in 95-108 mg/dl range. At the time of speaking with tandem technical support, the customer reported that the display issue had gone away and that the display appeared as usual. The customer continued to use the pump for insulin therapy.